Manufacturer narrative:
Product event summary #fusion tracing is 45 degree off axis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that when they're tracing, the tracing pattern is off by 45 degrees. It was later understood that there was meal in form of an IV pole close to the emitter. The emitter and the IV pole were moved, and tracer registration was successful.